Event description:
It was reported that during the procedure in superficial femoral artery, the device inner spring was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The guidewire was separated at 87 cm distal. High amount of thrombus material observed at 30 cm distal on guidewire. The coating of the guidewire was damaged distal of the thrombus. At the tip/head of the catheter traces of the guidewire coating were found. The green coating material of guidewire was visible in the window of the rotor. The following incident is observed by the picture of the damage: the coagulation material of the calcified occlusion in the vessel lead to a blockage of the helix rotation. The operator tried to remove the catheter out of the patient but the coagulated material caused a stuck between guidewire and helix. Due to this, the coating of the guidewire was scratched and accumulated inside the catheter. The guidewire was cut by operator for removal and didn´t break spontaneously. The catheter itself ran smoothly after flushing at the investigation. Normal rotation could be established. The investigation is inconclusive for the reported break issue and it is confirmed for the identified mechanical jam issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 11/2023), h6 (device). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 11/2023).

Event description:
It was reported that during the procedure in superficial femoral artery, the device inner spring is allegedly broken. There was no reported patient injury.